Event description:
Event description guidant received information that this pacemaker patient presented to the hospital with diaphragmatic stimulation the day after the implant procedure. X-ray examination confirmed the atrial lead had become dislodged and a revision procedure was scheduled. Upon pre-surgery interrogation of the pacing system several days later, it was observed that the ventricular lead was unable to capture the myocardium. The patient was in normal sinus rhythm and was asymptomatic. The lead was confirmed to be dislodged using fluoroscopy. During an effort to reposition the ventricular lead during the revision procedure, resistance was met attempting to advance multiple stylets. The ventricular lead was explanted and replaced. The atrial lead was successfully repositioned.